Event description:
The surgeon inserted a plate collamer lens model cc4204bf. The lens tore during insertion and the cause of the lens damage was unknown. The lens was cut in pieces when it was removed and there was no patient injury.